Event description:
It was reported that during a transcatheter aortic valve implantation for a severely calcified aortic valve, a pre-implant balloon dilation was performed with a 20 mm non-medtronic balloon followed by an attempt to implant the valve. The valve frame was observed to be under-expanded, and the valve was recaptured; however, the valve remained under-expanded after recapture. The valve was withdrawn and a second pre-implant balloon dilation with a 24 mm balloon was performed. A new valve was then successfully implanted. Upon a follow-up discussion, it was alleged that the initial balloon selected was too small. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013259695); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.